Manufacturer narrative:
Initial and final MDR (B)(4). Device 9 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred inunited states. On (B)(6) 2024, it was reported that ten infusion set was fell off during use. No further information available.